Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken conductor wire at the weld. The distal clevis was taken apart during in-house testing for inspection. The instrument failed electrical continuity. The instrument¿s yaw pulley was found to have thermal damage at the weld. The root cause of these failures is attributed to device design. The instrument was also found to have a dislodged ceramic sleeve. No missing material was found. The root cause is attributed to manufacturing. The instrument was also found to have the conductor wire cap dislodged from its normal position. The cap was not returned. The root cause is typically attributed to the mishandling, such as excess force applied to the distal end of the instrument. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.068¿ ¿ 0.216¿ in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument (pn 420183-15/lot # n10190723 019) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 5 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Furthermore, there was evidence of thermal damage proximal to the ceramic sleeve with no indication or claim of user mishandling or misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. The information for blank fields in initial reporter is not available. PMA/510k (2020 reports), adverse event, recall (if recall number is given) or correction/removal number (if given) (2021 reports) , and correction/removal number (2020 reports) are not applicable.

Event description:
It was reported that during central processing, the permanent cautery hook was found to be damaged. There was no report of patient involvement.